Manufacturer narrative:
B1/b2 death was selected and date of death was added. B5 clinical narrative was updated. H1 selection was updated. H6 death was added as a health effect - impact code.

Event description:
Clinical narrative: a 65-year-old female underwent elective surgical placement of an impella 5.5 via direct right-sided aortic access on (B)(6) 2026 at 22:30. The patient¿s pre-support clinical condition was consistent with scai shock stage d. During the operative case, after device insertion and throughout the procedure, the patient was noted to be coagulopathic and experienced significant bleeding described as diffuse (¿everywhere¿), including access site bleeding. Anticoagulation monitoring was performed using act, with a reported value of 400 at the time of bleeding. The patient required transfusion of blood products, including a total of 8 units of packed red blood cells, with an estimated blood loss of approximately 3 units. The introducer was peeled away outside the body, and hemostasis was achieved using medications. No specific antithrombotic medications were confirmed to be in use, and the patient¿s coagulopathy was identified as an underlying condition contributing to the bleeding. The impella device was not removed due to a failure mode. The pump and introducer are planned for return. The patient remains on impella support at the time of this report, with survival outcome at explant pending. The patient¿s clinical status was reported as stable. Based on the information provided, the reported bleeding event occurred intraoperatively after impella 5.5 insertion in the setting of documented patient coagulopathy and severe critical illness. Update: after four days on support, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, is not likely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in stage d shock. While on support, the device functioned as intended for lv unloading at p-4 at 1.5l/min with d5w sodium bicarbonate in the purge solution.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the bleed at the access site was patient condition per details that the patient was coagulopathic.

Manufacturer narrative:
D6b explant date was added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 65-year-old female underwent elective surgical placement of an impella 5.5 via direct right-sided aortic access on (B)(6) 2026 at 22:30. The patient¿s pre-support clinical condition was consistent with scai shock stage d. During the operative case, after device insertion and throughout the procedure, the patient was noted to be coagulopathic and experienced significant bleeding described as diffuse (¿everywhere¿), including access site bleeding. Anticoagulation monitoring was performed using act, with a reported value of 400 at the time of bleeding. The patient required transfusion of blood products, including a total of 8 units of packed red blood cells, with an estimated blood loss of approximately 3 units. The introducer was peeled away outside the body, and hemostasis was achieved using medications. No specific antithrombotic medications were confirmed to be in use, and the patient¿s coagulopathy was identified as an underlying condition contributing to the bleeding. The impella device was not removed due to a failure mode. The pump and introducer are planned for return. The patient remains on impella support at the time of this report, with survival outcome at explant pending. The patient¿s clinical status was reported as stable. Based on the information provided, the reported bleeding event occurred intraoperatively after impella 5.5 insertion in the setting of documented patient coagulopathy and severe critical illness.